Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported aspiration could not be performed at an infusion tube during surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The wet 27+ga (gauge) probe manifold was visually inspected. The aspiration line at the tubing insertion to the probe engine was kinked. The kink was located inside the rear shell that likely caused the customer's experience. The infusion manifold and another components were not returned. The root cause of the customer¿s event is related to an error during the final assembly of the probe rear shell to the probe engine. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however if the rear shell is improperly installed, it will result in the customers reported event. No action will be taken for this occurrence as current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled probe is 100% verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).